Manufacturer narrative:
Insulin pump had a button error alarm, due to moisture damage on keypad traces. Insulin pump had a cracked case on display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 3.9 mmol/l. Nothing further reported.